Manufacturer narrative:
E1 - initial reporter facility name: (B)(6).

Event description:
It was reported that the coil could seen under angiography. The target lesion was located in the upper limb aneurysm. After placing two 3mmx12cm coils, a 4mmx15cm 2d interlock coil was advanced but, under angiography, it was noted that the physician could not find the coil. The procedure was completed with a different device. No further complications were reported and the patient was stable post procedure. It was further reported that ivus was used and the patient was screened to confirm if the coil had migrated within the patient. The physician confirmed that there was no coil migration inside the patient and that the coil was not inside the patient. There were attempts made to locate the coil outside the patient but no coil was found.

Event description:
It was reported that the coil could seen under angiography. The target lesion was located in the upper limb aneurysm. After placing two 3mmx12cm coils, a 4mmx15cm 2d interlock coil was advanced but, under angiography, it was noted that the physician could not find the coil. The procedure was completed with a different device. No further complications were reported and the patient was stable post procedure. It was further reported that ivus was used and the patient was screened to confirm if the coil had migrated within the patient. The physician confirmed that there was no coil migration inside the patient and that the coil was not inside the patient. There were attempts made to locate the coil outside the patient but no coil was found.

Manufacturer narrative:
E1 - initial reporter facility name: first affiliated hospital of anhui medical university device evaluated by MFR: the device was returned for analysis. Only pusher wire was returned for this complaint. The introducer sheath was not returned. The pusher wire was inspected, and no damages were found. Microscopic inspection was performed and the zap tip has a smooth surface. The interlocking arm was inspected, and no anomalies was noticed. Dimensional inspection was performed and the measured dimensions were within specification. No issues were identified during the product analysis.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that the coil could seen under angiography. The target lesion was located in the upper limb aneurysm. After placing two 3mmx12cm coils, a 4mmx15cm 2d interlock coil was advanced but, under angiography, it was noted that the physician could not find the coil. The procedure was completed with a different device. No further complications were reported and the patient was stable post procedure.